Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. Cardioquip notified the customer of the potential contamination, recommendation, and provided pricing for sample test kits via email on (B)(6) 2023. As of the date of this report, there has been no response to the recommendation.

Event description:
Upon inspection of the internal components/tank, our technician (B)(6) identified potential contamination with unit 10160980 and notified (B)(6). The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.

Event description:
Upon inspection of the internal components/tank, our technician madison saculla identified potential contamination with unit (B)(4) and notified malcolm. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, epidemiology recommends performing heterotrophic plate count (hpc) testing on the impacted unit(s) to provide a quantitative assessment of water quality.

Manufacturer narrative:
An hpc test was conducted on the suspect device and the results exceeded cardioquip's specifications, confirming bacterial contamination. Due to the bacterial contamination, cardioquip epidemiology recommended that device receive an internal water pathway replacement. The device was returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.